Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent CT of lumbar spine. Impression: 1. Interval removal of previously present surgical hardware from pedicles and posterior soft tissues. 2. Persistent intervertebral disk fusion elements. 3. Left psoas muscle ossification with no current evidence of recurrent inflammatory process identifiable. On (B)(6) 2012, patient presented for follow up. X-rays showed good removal of instrumentation. On (B)(6) 2012, patient reported increased pain in leg, posterior buttock, thigh lateral portion of calf, and numbness in l5-s1 distr ibution. On (B)(6) 2012, patient reported with left knee pain, left thigh pain and weakness. MRI of the knee showed changes consistent with medial and lateral meniscus damage. Impression: the patient has fairly classic meniscus damage to her knee. Doctor prescribed arthroscopic debridement. On (B)(6) 2012, patient presented with a bruise over anterior aspect of knee resulting from a fall. X-rays of the left knee showed no bony changes or fractures. On (B)(6) 2012, patient underwent left knee arthroscopy with medial and lateral meniscus debridement, plica removal, and patellofemoral chondroplasty for left knee meniscus damage and arthritis and plica. On (B)(6) 2012, patient presented for follow up of her left knee arthroscopy, plica debridement and meniscus debridement. On (B)(6) 2012, patient underwent operation for right trigger thumb release. On (B)(6) 2012, patient presented for follow up of her left knee. Patient reported with chronic weakness and atrophy in left thigh. On (B)(6) 2012, patient reported for a follow up on (B)(6) 2012, patient reported with severe pain and nausea after first pt session. On (B)(6) 2012, patient presented for a follow up on (B)(6) 2012, patient reported of buttock pain. On (B)(6) 2012, patient presented for a follow up. On (B)(6) 2012, patient reported of severe pain along sacrum and down to left buttock and thigh. On (B)(6) 2012, patient presented for follow up of her left knee, patient reported with pain in the back of the knee where she has a popliteal cyst. Patient also had tenderness over the peroneal nerve. Patient was scheduled for nerve release and cyst removal. On (B)(6) 2012, patient presented for a follow up. Patient reported pain in sitting. On (B)(6) 2012, patient reported with left knee pain. Patient had weakness, numbness and pain in left leg and lower extremities. Patient reported extreme pain in sciatic nerve in spine through left leg. Patient's left leg examination showed chronic weakness and atrophy in the left thigh along with pain in the back of knee where she has a popliteal cyst and tenderness over the peroneal nerve. Impression: left knee peroneal nerve entrapment with popliteal cyst. On (B)(6) 2012, patient underwent surgery for 1. Left peroneal nerve decompression and 2. Left knee popliteal cyst removal for a pre-op diagnosis of 1. Left peroneal nerve compression and 2. Left knee popliteal cyst. On (B)(6) 2012, patient presented for left leg drain removal. On (B)(6) 2012, patient presented for follow up of her left leg peroneal nerve release. On (B)(6) 2012, patient reported leakage from wounds. Doctor prescribed a knee immobilizer, ordered her to keep it clean, dry and still. On (B)(6) 2012, patient presented for follow up of her left leg. The wound had healed and there was no infection or persistent drainage. On (B)(6) 2012, patient underwent MRI of sacrum / coccyx. Impression: no sacral or coccygeal pathology identified. MRI of lumbar spine. Impression: 1. There was a dextrcscollosls of the lumbosacral spine. 2. At l3-4, there was an lnterbodv fusion. The central spinal canal and neural foramina are normal. 3. At l4-5, there was lnterbody fusion and bilateral laminectomy defects with left-sided facet arthropathy. The central spinal canal and neural foramina are widely patent 4. At l5-s1, the intervertebral disc was unremarkable. There was mild left-sided facet arthropathy. There was right laminectomy. The central spinal canal and neural foramina are widely patent. There was interbody fusion. On (B)(6) 2012, patient presented for a follow up for baker's cyst. On (B)(6) 2012, patient presented for follow up of her left knee. Patient reported severe pain in knee. On (B)(6) 2012, patient underwent 1. Lumbar laminectomy for bone harvest l4-5. 2. Posterior interlaminar and interfacet fusion with autogenous bone graft, collapro and prp matrix l4-5. 3. Danek (cdm8) titanium pedicle screws with rod fixation (bilateral-medialized) and crosslink(s), l4-5. 4. Somatosensory evoked potentials (ssep) and direct pedicle screw stimulation technique for a preo-op diagnosis of degenerative disk disease and mechanical instability l4-5 primarily with intermittent radiculopathy. On (B)(6) 2012, patient underwent caudal epidural and epidurography with radiological interpretation. On (B)(6) 2012, patient underwent MRI of left knee. Impression: 1. There are partial meniscectomy changes of the body and anterior horn of the lateral meniscus without evidence for a retear. 2. The cruciate ligaments are intact. 3. There was fraying and a small radial defect at the body of the medial meniscus which may reflect partial meniscectomy defect, but should be correlated with the surgical history to exclude a radial tear. 4. Grade IV chondromalacia patella was identified, which was worse when compared to the previous exam. 5. There was mild subcutaneous edema and fluid laterally. On 11/1/2012, patient underwent normal nerve conduction study, summary: 1. Abnormal emg of all muscles tested suggestive of lumbar poly radiculopathy (l3 through s1) vs lumbosacral plexopathy. 2. Superimposed left peroneal neuropathy at the fibular head cannot be ruled out as all muscles were abnormal. On (B)(6) 2012, patient presented for follow up of her left knee. Patient underwent a MRI which shoed no changes of any acute problem. There was some residual meniscus damage as would be expected but no new tears. There was no sign of any significant baker's cyst. There was typical edema in the area of her surgical site laterally. Nerve testing of the left lower extremity was interpreted as normal. On (B)(6) 2012, patient underwent CT of sacrum / coccyx. Impression: 1. Post surgical change involving the lower lumbar spine (only partially imaged) consistent with patient history. 2. Mild degenerative change at the upper aspects of the si joints bilaterally, although no evidence of acute fracture, abnormal periosteal reaction, nor focal lytic or sclerotic lesion, stable. 3. Po hysterectomy. 4. Mild sigmoid colon diverticular change without diverticullitis. On (B)(6) 2013, patient presented for follow up of her left knee. Patient reported with pain up and down her left thigh, buttocks and knee. On (B)(6) 2013, patient presented for follow up. On (B)(6) 2013, patient presented for follow up. Patient reported back pain down to lower extremities. Patient underwent nerve conduction studies and needle examination. Impression: impression: 1. Chronic bilateral l4, l5 radiculopathy. 2. Left peroneal nerve conduction study shows low amplitude with normal conduction velocity, improving from previous. On (B)(6) 2013, patient underwent surgery for selective nerve root block bil s1. On (B)(6) 2013, patient reported back pain. On (B)(6) 2013, patient presented for follow up. On (B)(6) 2013, patient reported with low back pain, lower radicular symptoms. On (B)(6) 2013, patient reported with low back pain, lower radicular symptoms. On (B)(6) 2013, patient reported with right thumb pain and locking. Patient also reported weakness, numbness in left leg and pain in left knee. Patient underwent x-ray which were normal, impression: the patient has a classic trigger thumb. On (B)(6) 2013, patient reported of recurring pain. On (B)(6) 2013, patient underwent procedure for selective nerve root block bil s1. On (B)(6) 2013, patient presented for follow up. On (B)(6) 2013, patient presented for follow up. On (B)(6) 2013, patient presented for follow up. Patient reported of chronic pain. On (B)(6) 2013, patient underwent si joint injections: right and x-ray localization of si joint. For pre-op diagnosis of si deg arthritis, si joint pain, si strain. On (B)(6) 2013, patient underwent si joint injections: right and x-ray localization of si joint. For pre-op diagnosis of si deg arthritis, si joint pain, si strain. On (B)(6) 2013, patient reported with chronic back pain and sciatica. CT scan showed adequate fusion. Also si joint degeneration was noticed. Patient had numbness and tingling and radicular pain that radiated along an si distribution. On (B)(6) 2013, patient underwent 1.left facetectomy, laminectomy revision, patellectorny and sacroplasty, 2. Removal of peek interbody cage l5-s1, 3. Right sacriolic fusion with rh-bmp2, autograft platelet rich plasma matrix. 4. Implantation of medtronic cage titanium right sacroiliac joint. 5. Scar revision 5 cm. 6. Somatosensory evoked potential, direct pedicle screw stimulation technique. For a pre-op diagnosis of 1. Left l5 radiculopathy. 2. Right sacriolic joint degenerative disease. , 3. Loadinq pain. On (B)(6) 2013, patient presented for post-op follow up. On (B)(6) 2013, patient reported of right buttock pain and not being able to sit on right buttock. On (B)(6) 2013, patient underwent CT of pelvis, impression: 1. Post surgical change involving the right s1 joint as described, new since the prior study, with interval development of a low attenuating relatively well defined focus adjacent to the left lateral aspect of the thecal sac, initiating at the level of the left l5-s1 facet joint and extending anteriorly into the left lateral aspect of the s1 vertebral body, measuring 5.0 x 1.7 x 4.1 cm as described. This was nonspecific in nature and may represent a post operative seroma, although other post operative fluid collection or other etiology was not entirely excluded. 2. Stable mild degenerative change involving the upper aspects of the si joints with no evidence of acute fracture. 3. Po hysterectomy, stable. 4. Minimal/mild sigmoid colon diverticular change without evidence of diverticulitis, stable. On (B)(6) 2013, patient presented for follow up. Patient reported radicular pain that radiates down the buttock, posterior thigh, post erior calf to the foot. X-rays showed good positioning of the si joint, right side. There was no evidence of loosening of the joint itself. Stable x-ray. On (B)(6) 2013, patient presented for evaluation of right buttock pain. Patient reported pain down her right leg. On (B)(6) 2013, patient underwent l5-s1 level right transforaminal lumbar esi with epidurigram on (B)(6) 2013, patient underwent l5-s1 level right transforaminal lumbar esi with epidurigram on (B)(6) 2013, patient presented for follow up, patient reported neuropathic pain in the contralateral leg. On (B)(6) 2013 and (B)(6) 2013, patient reported being sore after physical therapy. On (B)(6) 2013, patient presented for evaluation of buttock pain. She has pain at times when she stands and when she walks. On (B)(6) 2013, patient reported low back and bilateral leg pain. Patient had pain while standing or walking. On (B)(6) 2013, patient reported low back and bilateral leg pain. On (B)(6) 2014, patient reported leg pain. On (B)(6) 2014, patient underwent MRI of cervical spine. Impression: 1. There was straightening of the cervical spine consistent with muscle spasm. 2. C4-5: there was mild diffuse posterior concentric bulging, but overall central spinal canal and neural foramina are normal. 3. C5-6: there was a very small broad based left paracentral disc osteophyte complex with minimal effacement of the left subarachnoid space ventrally. The neural foramina are normal. 4. C6-7: there was mild degenerative disc disease. There was a small-to-moderate sized broad based posterocentral disc osteophyte complex with mild effacement of the subarachnoid space ventrally and mild bilateral foraminal stenosis. On (B)(6) 2014, patient presented for follow up of low back pain. Patient has pain travelling down her legs. On (B)(6) 2014, patient had caudal injections for pre-op diagnosis of 1 status post previous lumbar surgery. 2. Chronic back and bilateral leg pain. 3. Coccydynia/sacral pain. On (B)(6) 2014, patient presented for evaluation of low back pain.